Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row of cubies in the drawer was failed. A field service engineer identified that the row board tray on main drawer 3.1 was not detected on the bus, removed the cubies using the hardware test application (hta) and swapped row c with row b, rebooted the unit and reinserted the cubies in hta, verified operability through hta testing and then launched the application, allowed the customer to access the pyxis unit without issue and performed functionality testing, which was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es row of cubies in the drawer were failed. Customer tried to reboot and restart the drawer, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.